Manufacturer narrative:
On 2-jun-2025, the product investigation was completed based on the received photograph and received physical device. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the vizigo sheath was removed from the body, it was noted that a portion of the vizigo sheath had been ripped near the irrigation port at the end of it. The sheath had been ripped from the irrigation hole to the distal end of sheath. No further details were provided regarding troubleshooting of the device or completion of the procedure. No patient consequences were reported. Device evaluation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the tip of the sheath was observed broken. However, the reported eeprom error cannot be confirmed based on the images provided. The customer complaint was confirmed based on the picture received. A root cause is unable to be assigned based on the current evidence. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual analysis revealed that the device tip had a rupture with internal components exposed. The marks observed on the tip suggests material stretch or a missing part of the tip. No damages on the electrodes were observed. The device was connected to carto 3 system and error 181 was observed. Eeprom component was checked and it was found in normal conditions. Therefore, the failure may be attributed to eeprom component corruption. A device history record evaluation was performed for the 00002806 finished device, and no internal actions related to the reported complaint condition were identified. The sheath perforation issue reported by the customer was confirmed, as the rupture observed may be related to the event reported. The potential cause may be attributed to improper interaction between sheath, catheter, dilator, or vasculature, based on the marks observed; however, this cannot be determined with the information available. The instructions for use (IFU) contain the following information: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. Prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. The eeprom error was confirmed. The potential cause may be attributed to a component failure. The carto® 3 system IFU contain the following information: an invalid catheter eeprom format or unsupported device is detected. Replace the catheter to continue. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A photograph was provided by the customer. Evaluation is still in progress. Additionally, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the vizigo sheath was removed from the body, it was noted that a portion of the vizigo sheath had been ripped near the irrigation port at the end of it. The sheath had been ripped from the irrigation hole to the distal end of sheath. No further details were provided regarding troubleshooting of the device or completion of the procedure. No patient consequences were reported.